Manufacturer narrative:
With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Sepsis and driveline and wound infections are potential complications that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and history of recurrent polymicrobial infections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient presented to the emergency department (ed) on (B)(6) 2016 with abdominal fullness and pain around lvad driveline and pus was also noted. Cultures were done and they grew (B)(6) and klebsiella. Patient was treatment with a dose of dapto, then continued on zosyn. On (B)(6) it was noted that there was pain around debridement site. On (B)(6) a tunneled r ij hickman (central venous catheter) was placed. Patient underwent debridement on (B)(6). On (B)(6) the patient underwent wound vac change. There was no fluid and minimal debridement done. It was stated that the pain had improved. The plan was to follow up with physician 2 weeks after discharge on (B)(6). No additional information will be available from the site.